Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 due to capacitor charge time exceeding limitations. Engineering review of device data was completed, and a battery status of end of life (eol) in addition to the code 1007 was confirmed. Additionally, code 1004, which is indicative of a short circuit condition, high out-of-range shock impedance measurements on the right ventricular (rv) lead, and rhythm acceleration were observed. Device replacement was recommended. Per the field, the current plan is to turn the device off, give the patient a life vest, and schedule surgical intervention for as soon as possible. To date, there is on evidence to suggest this has been performed. No additional adverse patient effects were reported. Information later received indicates this ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error (code 1004) and a charge time exceeded error (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 due to capacitor charge time exceeding limitations. Engineering review of device data was completed, and a battery status of end of life (eol) in addition to the code 1007 was confirmed. Additionally, code 1004, which is indicative of a short circuit condition, high out-of-range shock impedance measurements on the right ventricular (rv) lead, and rhythm acceleration were observed. Device replacement was recommended. Per the field, the current plan is to turn the device off, give the patient a life vest, and schedule surgical intervention for as soon as possible. To date, there is on evidence to suggest this has been performed. No additional adverse patient effects were reported. Information later received indicates this ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.